Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with stained keypad overlay, cracked select button keypad overlay, missing serial number label missing, end cap address label missing, damaged display window cover, scratched case, pillowing keypad overlay, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a stuck button alarm and it was just beeping and got splash with a water a couple of times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.